Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad during a bolus attempt. The customer's blood glucose was 253 mg/dl. The customer stated that she tried to input the carbohydrates value into the insulin pump, but the act button did not work at first, and later none of the buttons responded. She removed and reinserted the battery, and the insulin pump then alarmed button error. The customer did not observe any significant events leading to the keypad issues and alarm. She noted that her blood glucose was high because she had eaten candy without treating. She stated that she treated using the insulin pump and did not require troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump act button did not respond due to corroded keypad trace. The insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive button. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.